Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that an "encoder error" message was displayed on the s5 system panel and the s5 roller pump stopped. This issue was discovered by a sorin group service representative during maintenance. There was no patient involvement. The service representative was on site for a follow up visit to replace the encoder for a separate issue. The encoder was replaced but functional verification tests showed that the alarm was still present. The pump is currently out of service and a follow-up visit is planned. The replaced encoder has been requested for return. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that an "encoder error" message was displayed on the s5 system panel and the s5 roller pump stopped. This issue was discovered by a sorin group service representative during maintenance. There was no patient involvement.

Manufacturer narrative:
(B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of (B)(4). Follow-up visit the field service representative replaced several components, and performed complete functional verification, as per guidelines. The unit was placed back into service without any further issues. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The device was received at livanova for further investigation. Visual inspection did not reveal any abnormalities or defects seen. Functional evaluation was performed using a gsu s5 roller pump. The encoder was swapped into the gsu pump and functional evaluation was performed. The encoder was run for 30 minutes without any issues. The encoder is working as expected with no issues seen. Issue not reproduced. Unit worked as expected. However the hkr was visual inspected revealed a mechanically damaged component on the hkr. Error could be reproduced during the investigation; root cause was a mechanically damaged resistor.